Manufacturer narrative:
Device evaluation: three devices were received and evaluated for the device fell off complaint. Due to the condition of the foam pad, the original adhesive properties could not be verified. The device was found to have a moderate amount of adhesion during testing. The complaint about these devices could not be confirmed.

Event description:
The patient's family member reported that the v-go 30 device fell off when the patient was cleaning. It was reported that device samples are available for return to the manufacturer.